Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed. The device passed all testing pertaining to volumetric accuracy and temperature functional performance. All returned homechoice devices receive a returned instrument testing evaluation (rite). The device passed homechoice rite electrical safety analyzer testing, but failed rite functional testing for fill 2 drain 2. The cause of this failure was undetermined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.